Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. The anti-backup was noted to be non-functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the clip protruded. Another device was used to complete the case. There was no adverse consequence to the patient.